Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's recent history of a presumed driveline infection. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Wound dehiscence is a known potential complication of patients with cardiac disease with surgical incisions/sites and is included in the instructions for use as a potential complication. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient was admitted urgently to undergo surgical intervention for a wound dehiscence. Details regarding the patient's symptoms at presentation, the specific location of the wound, the results of any diagnostic testing or any other treatments provided were not reported. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was possibly related to the patient's condition and unrelated to the hvad system or procedure.